Manufacturer narrative:
(B)(4). The introducer kit instruction recommend an endoscopic technique for selecting and preparing the gastrostomy site, inserting four t-fasteners to secure the stomach to the anterior abdominal wall (placing the t-fasteners), and filling the balloon with 15 to 20 ml of water or saline (tube placement). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
Same case as 1527460-2011-00019. On (B)(6) 2011, additional information was received that the pt experienced leaking/seepage around the stoma after approx one to two days. Pt had skin irritation due to leakage at the stoma. The physician thought there was something wrong with the balloon. The initial tube was placed on (B)(6) 2010, and the tube was replaced on (B)(6) 2010. On (B)(6) 2011, the reporter confirmed that the events documented in medwatch #1527460-2011-00019 are the same pt, two separate events. During a conversation with the doctor on (B)(6) 2011, he indicated that he used a radiological technique to place a g-tube (peg kit) for several years without any problems. In the last couple of months, he had two pts (unspecified age or underlying conditions) who had some leaking of gastric contents through the stoma after the g-tube had been inserted for more than one week. The doctor usually uses three t-fasteners to anchor the g-tube to the abdominal wall. Also, the doctor normally inserts 10 ml of sterile water to fill balloon.